Manufacturer narrative:
This is a final report filed on january 16, 2009. This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the patient reported skin irritation and mild redness at the site of the implant. The patient was treated with bactroban. Continued treatments with oral and topical antibiotics showed no improvement. In late 2008 (date not reported), the implant had extruded. The patient device was explanted the same month. Revision surgery is planned for early 2009.